Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure, difficulties were obtained during lead connection with the subject device. The physician confirmed full insertion of both leads, and proper connection of the atrial lead was made. While tightening the ventricular set-screw the torque-limiting screwdriver clicked twice, only. Capture loss was observed on the ECG monitor on the atrial side. The physician had difficulties to remove the ventricular lead, since loosening of the set-screw was difficult, but possible with a medtronic screwdriver. The set-screw remained fixed on the tip of this screwdriver. Another pacemaker was subsequently implanted.